Event description:
Pt implanted with synfix-lr at l5-s1 (B)(6) 2010. F/u x-rays showed one of the l5 screws to be completely out of the implant and in the peritoneum. Surgeon is discussing revision surgery. This is the 2nd of 2 reports submitted on this event.

Manufacturer narrative:
This info was not provided during initial report. Add'l info has been requested. Hardware was not explanted. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine mfg date without a lot number.